Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient felt a vibratory notifier so reported to the clinic. At the clinic it was determined the patient¿s implantable cardioverter defibrillator was in back-up vvi. The device was returned to normal function via its engineering test page. The patient was stable throughout and will be followed normally.